Event description:
Johnson and johnsons acuvue vita recently went through some packaging changes. Ever since receiving the latest batch of lenses from them my vision has gone blurry and eyes are very irritated. I switched to another brand lens for the first time in 15 years and the issue went away. I designed an in-home experiment with an old pair of acuvue lenses (same prescription strength). The old lenses allowed me to read a 1-2 lines further down a standard eye chart. With the old lens, my right eye was blurry to the point that I could not read the clock on my car dashboard. Johnson and johnson needs to investigate this quality concern as it's caused my vision to worsen slightly in the past 2 months of use with them. My vision has worsened by .25 on each eye since using their latest contacts.